Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor failed self-test occurred. The patient¿s blood glucose level was unknown at the time of the incident. The customer performed self test and was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The alleged device is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump was received with constant a 64 alarm and unable to communicate to the blood glucose meter due to a faulty connector on the radio frequency board. The insulin pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, a 33 prime test, excessive no delivery test and displacement test due to a 64 alarm.